Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f23 - unexpected medical intervention, e2403 - no clinical signs symptoms or conditions, a141204 - pumping stopped ,a23 - use of device problem. There was patient involvement. A report was received from health canada's canada vigilance program which states, "patient was running high dose vasoactive drugs to maintain his blood pressure. Things were running fine for most of the day. Patient had to go on transport for a CT scan-- off unit for approximately 90 min. Shortly after returning to the ICU, the patient's IV pump stopped infusing all medications (levophed & vasopressin) and displayed "battery discharge" in red. The rn could not clear the screen or reactivate any of the alaris channels. No "low battery" warning or notification was observed leading up to this unexpected critical event. Once the pump was plugged back in the rn was able to restart the pump and infusion."

Manufacturer narrative:
Correction: date of event, describe event or problem, medical device catalog #, unique identifier (UDI) #, medical device model #, concomitant med prod data, initial reporter addr 1, initial reporter city. Additional information : medical device serial #, initial reporter zip, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.